Event description:
It was reported that the patient had a pocket revision to correct a flipped implantable pulse generator (ipg). Before the procedure, the patient could not get a good connection (one box on the recharger). Following the procedure, she had 8 bars and no difficulty charging. The ipg was tacked down in the pocket and the pocket size was decreased to prevent it from happening in the future.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4),